Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included allergies to lobster and shrimp, unspecified disability and iud (intrauterine device) ten years ago and concomitant medications were not reported. On (B)(6) 1997, the consumer started using o.b non-applicator tampons, vaginally, for menstrual cycle (lot number, expiration date, frequency unspecified). On the same day, she noticed that the device cotton was left inside her vagina. After an unspecified duration, she used the device vaginally, every four hours for menstrual cycle (lot number 1312m6030 and expiration date unspecified). She further stated, since the first use of the device, she had experienced the same event of the cotton stuck inside her vagina and she was always able to take it out herself. Last time, she experienced the event was on (B)(6) 2012 and the event resolved on the same day. She continued to use the device. No product was returned. A review of complaint data found no adverse trends involving o.b non-applicator tampons family and no trend involving this lot number. The device history record revealed no issues or nonconformance with the product or process. The retain sample was visually inspected and no nonconformance or manufacturing defects related to this complaint were observed. Based on the investigation results, due to lack of complaint sample, acceptable documentation review and absence of trends, there was no evidence to confirm that the device failed to meet the specifications. Complaint trends would continue to be monitored. This report had a non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.